Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained additional information. The system functionality was checked upon powering on the system without errors. The system was power cycled three times to resolve the error. The procedure could be completed robotically with all four universal surgical manipulators (usm).

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, repeated recoverable error 32097 occurred. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed repeated recoverable error 32097 in the system logs. The customer was able to continue the procedure and completed the procedure robotically. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to confirm errors 1126, 31226 and 32097 pointing to universal surgical manipulator (usm). Fse replaced usm to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was installed on an in-house system triggered 1126 errors on the rolling loop fiber. Additionally, the unit failed other tests during the patient side cart (psc) fixture test platform (pftp) testing. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.